Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button tactile changes prior to damage. The "ok" button must be pushed very hard for a response. A tear appeared on the same button, but appeared after the tactile change issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:during a visual inspection of the pump, the keypad cover was observed to be torn over the ok button. During testing, the ok keypad button was completely unresponsive and the up arrow keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts; the ok key contact was also found inverted. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.